Event description:
During ivtm therapy, customer noticed the thermogard ivtm system (sn unknown) had alarmed and the saline bag was nearly empty and that the linen was wet. Customer suspected a icy catheter (lot #unknown) balloon leak. The catheter was flushed without resistance and no blood was noted. They removed the catheter and placed a solex 7 and continued therapy. Prior to when issue noticed, the patient had reached the target temperature and the thermogard console maintained its target temperature setting. Per reporter, the patient's thigh was a little swollen. Please see the following related MFR report: MFR 3010617000-2022-00322 for the icy catheter (lot #unknown).

Manufacturer narrative:
Zoll has received the thermogard console however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
Correction h10, to include the msa. It is unknown if any amount of one bad of sterile cold saline was entered the patient's vasculature, or entered subcutaneous area on the patient's thigh, or all saline was on the linen. Even if saline entered the patient's vasculature, administration of saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. Catheter leak is causal related to device and to procedure.